Event description:
A home pt contacted baxter's technical service center regarding a check lines and bags alarm during priming. Baxter's technical service rep (tsr) assisted the home pt in clearing the alarm and restarting prime. However, the home pt connected to the pt line early. The tsr instructed the home pt to stop therapy and start over with new supplies. No pt injury or medical intervention was indicated at the time of the initial report.